Event description:
It was reported that the lens vial was found dry. There was no liquid in the vial. The lens was not used.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted, upon completion of the investigation.

Manufacturer narrative:
(B)(4). The lens and lens vial were not returned to the b+l evaluation site; therefore, product evaluation could not be conducted. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.